Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-11 h.6. Investigation summary : the customer returned (1) open 4mm, 32g pen needle without the tear drop label or outer cover. Customer states that the rear end of the cannula is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle broken pen. Based on the samples received for the investigation bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.

Event description:
It was reported that an unspecified bd pen needle was broken on the non patient end. The following information was provided by the initial reporter: "it was reported: rear cannula end is broken "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was broken on the non patient end. The following information was provided by the initial reporter: "it was reported: rear cannula end is broken."